Event description:
Boston scientific was notified of the following event: during coiling of a left-sided carotid terminus aneurysm, the non-sr coil was used detached prematurely. The aneurysm was not previously ruptured and had been previously coiled during a separated procedure. Aneurysm size: height: 8 mm, width 6mm, neck 3 mm. Post-embolization angiographic result was reported as occlusion of the aneurysm.